Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient obtained an alarm indicating the pump had reached the two-hour limit of 45.0 units, however the patient had not programmed the pump to deliver 45 units within two hours. At that time, the patient obtained a blood glucose reading of "in the 200's mg/dl" and she experienced no symptoms of high or low blood glucose levels. Troubleshooting revealed all pump settings, programming, basal rate and date/time were correct, and all total basal/bolus doses given correctly matched those programmed. The "maximum two-hour" alarm issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/01/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box verifies delivery halted, exceeds max 2 hour limit warning at 1:25pm (B)(6) 2012. The pump settings verify 2 hour max limit is 45 units. Black box shows an "empty cartridge" alarm at 11:21am which was not confirmed until 1:18pm (B)(6) 2012. The max 2 hour limit calculation is suspended during cs alarms and continues once these alarms are confirmed. Patient received a 144 cs alarm but did not confirm it for some time; once confirmed the pump resumed the calculation. The pump displayed the exceeds max 2 hour limit when a bolus was attempted. Using patient settings 25 units worth of boluses were performed followed by duplicating an empty cartridge alarm. The empty cartridge alarm was not confirmed for over 2 hours. After which a 25 unit bolus was attempted; pump gave a visual and audible exceeds max 2 hour 45 units, no delivery warning.